Event description:
On (B)(6) 2013, it was reported that the patient¿s generator site was really ¿puffy.¿ the surgeon decided to take the patient to surgery to open up the incision and clean the site. During the surgery, the surgeon noted definite signs of infection and explanted the generator. The patient was started on antibiotics. The infection was only at the generator site. Follow-up showed that the infection was first observed on (B)(6) 2013 due to swelling at the incision site. The relationship of the infection to vns was unknown. There was no known patient manipulation or trauma that is believed to have caused or contributed to the event. The patient is wheelchair-bound but not the type to pick at the site or drool. Cultures were taken but returned negative.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.